Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1.6, 3.2, 3.5, 3.6. Pt self tester reported: inratio 1st = 1.6, 2nd = 3.2, 3rd = 3.5, 4th = 3.6. One to two minutes between finger sticks. Therapeutic range = 1.9-3.4.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2013; 1st inr = 1.6; 2nd inr = 3.2; 3rd inr = 3.5; 4th inr = 3.6; mean: 2.98; sd: 0.93; %cv: 31.34. Since %cv exceeds 20%, inratio meter results do not pass the criteria for precision. Further testing is required. In-house therapeutic donor testing performed on reported lot 305273 yielded the following results: donor 218; inratio: 3.2, 3.3, 3.1; reference: 3.27; bias threshold: 2.27 - 4.27; %cv: 3.13. Donor 232; inratio: 2.3, 2.4, 2.7; reference: 3.00; bias threshold: 2.00 - 4.00; %cv: 8.44. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. To date, (B)(4) discrepant complaints have been reported for lot# 305273 yielding a complaint rate of (B)(4). This reaches the action threshold of (B)(4). Note brick lot number 296553 with strip code k77n0 material was split into two different lots: lot # 305273 into (B)(4) (smaller lot), lot # 305274 (B)(4) (larger lot). Therefore, (B)(4) discrepant complaints have been reported for lot numbers 305273 and 305274 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), no further action is required at this time. Corrective action is not required at this time as no product deficiency was established.